Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coils and a break were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appear to be related to operational circumstances of the procedure. It is likely that during advancement, the guide wire tip became damaged against the heavily calcified, and tortuous lesion anatomy, causing the tip coil to break off the tip solder. The coils likely stretched during retraction from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, toruoud lesion in the anterior tibial artery. During use of the proceed guide wire, the wire unraveled and the core broke but was held together by the coils. The entire wire was able to be pulled slowly out of the patient and no portion of the guide wire was left in the patient. A new non-abbott guide wire was used to complete the procedure without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.